Manufacturer narrative:
A ge oec svc rep investigated the issue and found the sys was within the federal regulation with max output of 8.58r/min. The sys was subsequently adjusted down to comply with the state dose output regulation. Sys set to 4.90 r/min dose output. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys had maximum dose output that exceeded the state dose limit regulation (sys was within federal limits).